Event description:
The account alleged the siderail did not stay latched when pressure was applied and the pt is claiming, this caused them to fall out of the bed. No staff witnessed this complaint. The nursing staff is not reporting any injuries from the fall.

Manufacturer narrative:
Technician performed the investigation spike with the account's risk coordinator, who stated, "pt claims the right head siderail latch gave way. Pt was leaning on the right head siderail when the siderail gave way." The tech performed an operational check on all siderails. The tech states all siderails latch as designed and he could not duplicate the alleged issue.